Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing indicated that the position potentiometer non-functional. The position potentiometer was replaced following replacement, the device passed all function and delivery testing.

Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.